Event description:
Device 5 of 5: reference MFR report #: 1627487-2018-02570. Reference MFR report #: 1627487-2018-02573. Reference MFR report #: 1627487-2018-02574. Reference MFR report #: 1627487-2018-02575.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 5 of 5. Reference MFR report #: 1627487-2018-02570, reference MFR report #: 1627487-2018-02573, reference MFR report #: 1627487-2018-02574, reference MFR report #: 1627487-2018-02575. It was reported that the patient experienced an involuntary movement in legs anytime stimulation is turned on. Reportedly, the patient's lead had migrated. X-rays confirmed the patient's lead has pulled out from the drg ins. As a result, surgical intervention may be pending to address this issue. Note: it is unknown which lead is liable so all are being reported.

Event description:
Device 5 of 5: reference MFR report #: 1627487-2018-02570; reference MFR report #: 1627487-2018-02573; reference MFR report #: 1627487-2018-02574; reference MFR report #: 1627487-2018-02575. Additional information received identified the patient also lost stimulation in feet.